Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a programming session in (B)(6) 2023 the patient was noted to have high impedances, causing inadequate pain relief at one of the implanted leads. Xray imaging confirmed that one lead had fractured. Patient initially chose to leave the fractured lead as is and utilize the system with a single lead, however it was later decided to move forward with a surgical revision. On (B)(6) 2024 the fractured lead was replaced as well as the implantable pulse generator (ipg). There is no indication that the ipg had failed as the patient was getting pain relief from the second lead that was connected to the ipg. During the revision procedure there was a possibility of damaging the existing ipg while disconnecting and reconnecting components, thus the replacement was performed out of caution.

Manufacturer narrative:
The patient reports no falls or other external trauma that is likely to have caused or contributed to the fracture of the implanted lead. There is no obvious cause found for the fracture after review of history and imaging.